Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during the procedure was to treat a mildly calcified, 90% stenosed coronary artery using 1.5 x 15 mm traveler rx balloon catheter. The balloon ruptured at 6 atmospheres during the first inflation. A non-abbott balloon was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.